Event description:
A report was received from the affiliate indicating that during a coronary stent procedure, a dissection requiring bypass surgery occurred. The original plan was to stent the right posterior descending artery (r-pda) across the right posterolateral artery (rpla) by overlapping 2 stents because its a tapered vessel. After placing the first cypher 2.5 x 18mm, a proximal stent edge dissection occurred. The physician then tried to deliver another 3.00 x 13mm cypher stent to cover the dissection, but the stent could not cross the lesion. The case was then completed, and the patient will be sent for coronary artery bypass graft surgery (CABG) instead. The patient vitals were stable during the whole procedure.

Manufacturer narrative:
Additional information received from the affiliate indicates that the lesion classification was type c and diffused. There was difficulty reaching the target lesion. The dissection occurred after the stent was inflated. There were no echocardiogram changes and the patient remained stable. The patient underwent coronary artery bypass graft surgery (CABG) and is currently doing fine. No additional information is available. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.